Manufacturer narrative:
(B)(4): (eval method, result, conclusion) - investigation is still ongoing on this event. When investigation is completed a follow - up report will be sent to the FDA.

Event description:
The customer reported that the pinnacle software sent the wrong information.